Event description:
It was reported that the instruments thread snapped off inside the implant whilst trying to remove the helical blade from the extraction screw for a pfna, proximal femur nail antirotation procedure. This happened after the blade had been removed so there was no impact to patient safety. No over-exertion was viewed by the surgeon or nurses with the instrument and the surgeon did not even know the instrument was broken. It was only the nurse that noticed it happened while she was removing the implant from the end of the instrument. No further information was provided.this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The measurable dimensions of the extraction screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The fracture face is homogenous which indicates material conformity. We do suppose that far too much mechanical force has been applied. Either during the removal, or later at the disassembly of the instrumentation set. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We can assume that the complaint condition is due to mechanical overloading applied to the device which caused the breakage and the device failure is related to the conditions of use and operational context contributed to this event.